Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Sample 1 initial result was 189 mmol/l and the repeat result was 141 mmol/l. Sample 2 initial result was 216 mmol/l and the repeat result was 143 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc data were acceptable. The field service engineer found the cell rinse unit flow path was broken and a valve block was worn. The tube and valve block were replaced. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.